Manufacturer narrative:
Date sent to FDA: 8/24/2020.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral/incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent incision and drainage of abdominal wall fluid and excisional debridement of abdominal wall on (B)(6) 2017 during which the surgeon noted there was serosanguineous fluid, which he drained and then performed an excisional debridement of the abdominal wall including skin, subcu, muscle and fascia. It was reported that the patient underwent incision and drainage of an abdominal wall abscess and excisional debridement of the abdominal wall during which the surgeon noted upon entering the abdomen, dr. (B)(6) noted seeing abdominal wall abscesses which was drained. He also performed an excisional debridement of the abdominal wall with foreign body. It was reported that the patient experienced severe pain, abscesses, infection, seroma/hematoma, nausea, vomiting, diarrhea, inflammation, and loss of appetite. No additional information was provided.